Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extend life transfer set with twist clamp leaked from its twist clamp. The reporter stated that the area around the twist clamp felt wet even though the twist clamp was tightly closed. According to the reporter, a doctor confirmed that the exit site did not leak. This occurred after patient therapy but was noticed by the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.